Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was char located on the tip of the second electrode. There were no error messages presented. The physician saw no other issues with the product. The physician confirmed that the amount of char presented an increased risk to the patient. There were no temperature or flow issues identified. The temperature cut off is set on 55 degrees and the qmode+ was used. The patient was anticoagulated and the act (activated clotting time) was over 300. The ablation time was at 90w for 4 seconds. The irrigation settings were 90 w and 8ml/min. No further details were provided regarding resolution of this issue or the procedure. However, there were no patient consequences reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-dec-2024, the product investigation was completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was char located on the tip of the second electrode. There were no error messages presented. The physician saw no other issues with the product. The physician confirmed that the amount of char presented an increased risk to the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, fourier transformed infrared spectroscopy (ft-ir), irrigation, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed char, thrombus or clot residues was observed located at the bottom of the dome in the transition between the dome and the first ring. A temperature and impedance test was performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded, the flow was observed irregular, through the irrigation holes. Afterwards, a microscopic inspection to the dome was performed and some irrigation hole were observed occluded with a dry reddish material. Due to the occlusion in the irrigation hole, excess of heat could be generated at the dome surface; causing and increase of temperature and the presence of char, thrombus or clot residues in this area. An ft-ir test was performed and results showed mainly pu adhesive vibrations, which indicate that the fiber is mixed with dry polyurethane (pu) adhesive material, organic material presumably blood and inorganic material. Due to this condition further investigation was conducted to review this failure mode. The investigation concluded that the presence of the inorganic material inside the irrigation hole is confirmed to be manufacturing attributable. A manufacturing record evaluation was performed for the finished device number lot 31313608l and no internal action related to the complaint was found during the review. The char/thrombus issue reported by the customer was confirmed. The potential cause of the occlusion is traced to manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. An escalation investigation was addressed to investigate the event reported by the customer. An internal action was being followed to reduce this failure mode. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-aug-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).